Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received.

Event description:
It was reported that a blinatumomab under infusion may have occurred on the 4th tower. A blinatumomab infusion hung on (B)(6) 2020 was ordered to run at 5ml/hour. Around 2340 it was discovered, the blinatumomab infusion was running at 0.2ml/hour. It appears that the infusion was programmed at 0.227 ml/hour at 1906 with a volume to be infused of 5.449. An official log review was requested to confirm if this hospital's findings were correct.

Event description:
It was reported that a blinatumomab under infusion may have occurred on the 4th tower. A blinatumomab infusion hung on (B)(6) 2020 was ordered to run at 5ml/hour. Around 2340 it was discovered, the blinatumomab infusion was running at 0.2ml/hour. It appears that the infusion was programmed at 0.227 ml/hour at 1906 with a volume to be infused of 5.449. An official log review was requested to confirm if this hospital's findings were correct.

Manufacturer narrative:
The report of a potential blinatumomab underinfusion was confirmed. Review of the device error logs found no errors during the time period of the reported event. The pcu event log showed that pump module s/n (B)(4). Was idle and had previously been infusing an unidentified medication at a rate of 5 ml/hr. At 7:05 pm on (B)(6) 2020, the user selected the device and then restored the previous infusion running at 5 ml/hr with a vtbi of 5.449 ml. The user had difficulty continuing with the programming and eventually selected volume/duration, at which time the user entered a 24 hour duration. A 24-hour infusion with a vtbi of 24 hours calculated the rate to be 0.227 ml/hr. At 11:14 pm, the rate was changed back to 5 ml/hr. The root cause of the potential blinatumomab underinfusion was determined to be user programming. No device was returned for investigation.